Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the callers note indicated that the device was not functioning or was shut off. No symptoms reported. No complications reported.